Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion inside air pump tubing and inside socket tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lamp¿s lens was not clear and light intensity output measured out of range. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had emergency lamp turned on, examination lamp error message and the light source went to backup bulb within 1-2 minutes. The issue occurred during sedation for an unspecified procedure. The intended procedure was completed with the same device there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.